Event description:
Asr revision, right, xl, reason for revision. This is a bi-lateral patient. For the left side see (B)(4).

Event description:
Asr revision has not yet taken place. A revision date has not been given, right, xl, reason for revision- unknown. This is a bi-lateral patient. For the left side see com (B)(4). Update - revision date removed as this hip side has not yet been revised. Added country , surgeon and hospital. Taken from email dated (B)(6) 2015 - (B)(4). Country - (B)(6), surgeon - dr (B)(6), hospital - (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revision has yet to take place, and (B)(6). Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).